Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that this is not an ucc product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the representative received a report from one of their distributors regarding double j catheter, where one catheter was expelled by the patient, another migrated and the patient was able to remove it and the third migrated to another region of the body and the doctor had to intervene to remove it. There was no major damage to patients.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the representative received a report from one of their distributors regarding double j catheter, where one catheter was expelled by the patient, another migrated and the patient was able to remove it and the third migrated to another region of the body and the doctor had to intervene to remove it. There was no major damage to patients.